Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the application crash. The technical support specialist dialed into the device and run the application. Found corrupted files and successfully repaired. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station stuck at blue screen. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.